Event description:
It was reported that after the right ventricular lead was implanted and the case finished, the patient was moved to a bed. Measurements were rechecked and found sensing had dropped. It was concluded that the ventricular lead dislodged. The patient was immediately moved back to the table for a lead revision. The physician felt that going with a new lead would be best. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.